Event description:
The customer reported that the system had an intermittent loss of cine function during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced, the power connectors were tightened, and the fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.